Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the customer's instrument at the site on (B)(4) 2015 to assess the test well images. The unexpected negative well result generated by the galileo echo appeared visually negative.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.